Event description:
Patient in restraints for behavior management. Both upper extremities were restrained for several consecutive days. Patient also had intravascular devices in both upper extremities. He was diagnosed, via ultrasound, of bilateral cephalic deep vein thromboses.